Event description:
Boston scientific received information that during a follow-up, this right ventricular (rv) lead was not capturing correctly. In (B)(6) 2011, this lead was repositioned. In later follow-ups, loss of capture was found again. This rv lead was explanted and will be returned to boston scientific for analysis. There was no report of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the distal tip was bent at a four-degree angle between the helix housing and electrode ring. Dried body tissue was found entwined in the helix mechanism. Dried blood was found past the helix mechanism and up through the lumen. A cut in the silicone insulation was noted at 224-227mm from the terminal pin. There were also cuts in the silicone insulation at 270, 273, and 275mm from the terminal pin. Resistance testing was then performed on the lead, verifying the electrical performance. Pressure testing failed due to the insulation damage. The loss of capture that was observed in the field could not be confirmed during analysis, as the lead was found to be electrically within specification.

Manufacturer narrative:
This lead was explanted and will be returned to boston scientific for analysis. This report will be updated if further information becomes available, or upon completion of analysis.